Manufacturer narrative:
Continuation of d10: product ID wr9220; serial# (B)(6) product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their recharger plugged in for three days and the green battery lights just kept flashing/blinking and it wouldn't charge. The patient stated they would have an MRI on thursday and they needed it to work for them. The patient said they noticed a return of symptoms about two weeks ago; they had to run to the bathroom every time because it was not working. The patient stated they normally charged every two weeks. The patient was instructed to try resetting the recharger while on and off the dock. The patient said the green light was on the dock, the cord seemed secure where it plugged in, and the contacts and pins looked fine. The patient said they normally left it on the dock plugged in but it hadn't been. The issue was not resolved through troubleshooting. A replacement wireless recharger was requested to be sent out. Additional information was received from the patient on 2025-oct-16. When asked to clarify what was meant by "the device was not working", the patient stated it would not charge and everything worked fine now. The patient stated it was unknown if the issue was caused by normal battery depletion. The patient indicated the cause of the device not working was not determined. When asked for the most likely cause of the issue, the patient stated they "had it for three years (?)". To resolve the issue, the patient stated they were sent a new [recharger]. The issue had been resolved. The patient indicated that replacing the external device resolved the issue.